Manufacturer narrative:
The device has not been returned for eval at this time. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) pt reported finding a fluid leak as he was removing a tubing set from cycler. The set was leaking. Pt reported the inside of the cassette door was wet also. He retained the set and was making it available for eval. During follow up, the pt's pd nurse reported that he had no signs of infection. His effluent was cultured and came back negative. He was not prescribed any antibiotics. No adverse event reported at this time.